Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the home choice (hc) machine during drain 2 of 4. The home patient (hp) stated she had disconnected before and may have forgotten to press stop and then she reconnected before the alarm occurred. The technical service representative (tsr) had the hp cycle power. The tsr had the hp cycle power again to press go to start and had the hp disconnect and remove the cassette to discard the supplies. The tsr advised to contact the nurse. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed; per the complaint information, the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).